Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 16-jul-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer was failed. A field service engineer (fse) had troubleshot the issue and found that the row board connections were loose. The connections were reseated, and testing was continued with no further issues noted. The user verified operation with inventory counts. All bus and cable connections were verified, and drawer pocket operations were confirmed. The user verified operation, and the device was returned to service. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es entire drawer 4.1 a-e had failed completely and the user could not access any medications. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access the medication from the affected drawer that caused a delay to the patient care. There were no adverse events or injuries reported based on this event.